Event description:
Information was received from a healthcare facility via manufacturer representative regarding a flex arm used for spinal therapy. It was reported that the device was damaged. Parts in the instrument operating position are damaged. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the event happened intra operatively. Pre-op diagnosis was l4/5 hernia and the procedure involved was med. Product was used in the patient's table. There were no patient symptoms reported.

Manufacturer narrative:
Product analysis: product ID: 9560524, lot# my17d001r during the inspection at the time of acceptance, it was observed that the bearing was broken and the thread of the handle screw was deformed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.